Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breach cut, there was a white substance on the outer insulation and the lead was stretched. (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and the lead was stretched. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular and right atrial leads had high impedances, undersensing, and no capture. The leads were removed and replaced. No patient complications were reported as a result of this event.